Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): viper mis pediatric study ¿ geneva university. This study included 109 patients treated with viper system from 27 june 2013 to 01 january 2022. There were more female patients (73.4%) than male. Mean age was 14.59 ± 2.34 years. Reported complications include the following: perioperative: (n=1) loss of neuromonitoring (n=1) peripheral venous extravasation (n=1) paraplegia ¿ same patient with spinal cord ischemia ¿ led to revision (n=1) pneumonia (n=2) pneumothorax (n=1) spinal cord ischemia ¿ led to revision (n=2) urinary retention (n=17) proximal junctional kyphosis 6 weeks: (n=1) deep surgical site infection ¿ led to revision (n=1) drug hypersensitivity (n=2) superficial surgical site infection ¿ led to reoperation (n=1) suture granuloma 3 months: (n=1) shoulder elevation deformity ¿ led to revision 6 months: (n=1) screw pull-out ¿ led to revision (n=17) proximal junctional kyphosis 1 year: (n=1) screw bending (n=1) screw breakage (n=1) set screw loosening (n=1) vertebral body fracture ¿ same patient as screw bending complication (n=17) proximal junctional kyphosis 2 years: (n=1) pseudarthrosis (n=14) proximal junctional kyphosis 3 years: (n=1) back pain ¿ led to revision (n=1) implant prominence ¿ led to revision 5 years: (n=1) deep surgical site infection ¿ led to revision (n=7) proximal junctional kyphosis this report involves one unk - constructs: viper. This report captures event at three months postoperatively. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 ¿ 510k: this report is for an unknown constructs: viper /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.